Event description:
Constant coagulation activation while not depressing hand or footswitch. Nurse changed hand switchable esu pencil and everything was fine. X-rayed suspect pencil and discovered metal shard near two of the soldered leads inside the body of the pencil. Pencil was part of another co's custom sterile pack. Plug states another brand but body of pencil has co imprinted on it.